Event description:
The customer reported the system became inoperable when it displayed a motion fail error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mcu board was replaced and a motion calibration performed. The system was then found to be operating as intended.